Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customers blood glucose level. The occlusion alarms occurred prior to contacting tandem technical support, the customer declined to troubleshoot to determine a possible cause of the occlusion, a system check was not performed.